Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's high blood sugar ketosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Communication failures 11/page 134. Usually, communication occurs quickly. Occasionally, communication takes longer and the pdm displays the communication icon during that time in the upper left-hand corner of the current screen. However, if communication does not work, the pdm will walk you through the necessary steps to re-establish communication. Communication can fail if the pdm is: too far from the pod¿the pdm and pod should be side by side while priming during activation. Interrupted by outside interference¿see the ¿mylife omni- pod system notice concerning interference¿ in the appendix. As a safety feature, the communication distance between the pod and pdm is reduced during activation. Once a pod is primed and communicates with the pdm, the full communication range is restored and the pod can receive commands only from that pdm.

Event description:
On (B)(6) 2017, the patient went to the hospital and was diagnosed with "high blood sugar ketosis". No blood glucose or ketone values were provided. Treatment included manual insulin injections every few hours. The patient reported having issues with his personal diabetes manager (pdm) losing communication with the pods and had gone through 5 pods trying to communicate before becoming hospitalized. The patient was able to eventually activate a new pod and was discharged on (B)(6) 2017.